Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The request of the removed foreign body is on going. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a fiber-like foreign body was discovered on the frame of a valve model 8300ab21 after washing but before implanting. Reportedly, the foreign body was removed from the valve and isolated. The valve remained implanted and procedure proceed with no other issues. After procedure, the implanted valve presented minor pvl that was expected to be resolved. The patient was noted as to be doing well.

Manufacturer narrative:
Corrected data h6 (type of investigation): "4117 - device not accessible for testing" code removed. H11: additional manufacturer narrative: customer report of fiber-like foreign body was confirmed. Two fiber-like particulates were received. Fibers were approximately 4cm long with flattened ends and 12cm long with straight and even ends. Valve was not returned with particulates. Returned fibers appeared consistent with customer photo. Ir spectrum of long fiber material showed similar absorption characteristics when comparing to poly-propylene like material. Ir spectrum of short fiber material showed similar absorption characteristics when comparing to poly-propylene like material. Images of the fiber(s) were provided, and two fibers were returned for evaluation. Per product evaluation summary, "customer report of fiber-like foreign body was confirmed. Two fiber-like particulates were received. Fibers were approximately 4cm long with flattened ends and 12cm long with straight and even ends. Valve was not returned with particulates. Returned fibers appeared consistent with customer photo." Per the ftir analysis of the returned fibers, both fibers showed similar absorption characteristics when comparing to poly-propylene like material. These threads do not match the color (white) and material (polypropylene) of the reported fibers." Based on when the fiber was detected and the potential material of the fiber, it cannot be definitively determined if the fibers were present out of the box or if they originated from the or. Current manufacturing mitigations are in place to detect and remove particulates/fibers on the valve and in the jar, including visual inspections and fiber/particulate removal procedures. An awareness communication training was conducted to operators and inspectors as a pro-active approach to highlight this complaint. Based on the information available, the customer experience of fiber-like foreign body was confirmed and a definitive root cause of the fibers origins cannot be conclusively determined. An edwards manufacturing defect has not been confirmed.

Event description:
Edwards received notification that a fiber-like foreign body was discovered on the frame of a valve model 8300ab21 after washing but before implanting. Reportedly, the foreign body was removed from the valve and isolated for return. Reportedly, no other abnormalities were observed on the valve and on the packaging. The valve remained implanted and procedure proceed with no other issues. After procedure, the implanted valve presented minor pvl that was expected to be resolved. The patient was noted as to be doing well and discharged home.